Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring motor errors. The customer's blood glucose level was 130 mg/dl. The customer reported that they changed the battery and received a motor error. The customer reported that they would not push the plunger now it was completely shut off after connecting the insulin pump to the body. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.